Event description:
It was further reported by the patients healthcare professional that the cause of death was cardiovascular, per the death certificate. The death was not device related.

Event description:
The patient passed on, on (B)(6) 2013. The cause of death was unknown and no autopsy was performed. The cause of death was not device related. The patient¿s doctor has not seen the patient since (B)(6) 2010. The clinic had no information to provide regarding the patient death.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostim ulator. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0220052v, implanted: (B)(6) 2002, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# j0220052v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6)2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).